Event description:
It was reported that a cancelled procedure occurred. The target lesion was located in a thin and calcified left anterior descending artery. A 2.25 x 8 mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was cancelled due to the event. There were no patient complications reported. Patient is stable. It was further reported that the lesion was severely calcified.

Event description:
It was reported that a cancelled procedure occurred. The target lesion was located in a thin and calcified left anterior descending artery. A 2.25 x 8 mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was cancelled due to the event. There were no patient complications reported. Patient is stable.